Manufacturer narrative:
Returned device was received in good physical condition but the tube holder was broken and the device was missing rubber feet. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated as well as an "invalid syringe size" error. There was a plastic pin that was found to be broken. Upon replacing this, the pump was functional once again. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a super capacitor error. There were no reported adverse events. The issue was discovered prior to use. No patient was present at the time of the event. The issue was resolved by using a different pump.